Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis and hospitalized. Treatment was not reported. The cause of the peritonitis was the hp did not wear gloves when performing therapy. The hp was retrained and recovered.

Manufacturer narrative:
(B)(4). This complaint for the report of use error-break in aseptic technique is confirmed. The cause was not determined. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Date of onset unknown.